Manufacturer narrative:
The device history records for the injected radiesse lot could not be reviewed as the lot number was unk.

Event description:
This report was received from a (B)(6) physician, a specialist in general practice, regarding a female pt that was injected with an unk amount of radiesse for an unk indication on and unspecified date more then two years before reporting. On an unk date, the pt developed a nodule and had a facial biopsy followed by surgery a few months before reporting. The outcome and intensity of the event were not reported. The reporting physician injected the pt but had no involvement in the clinical assessment or surgical treatment of the pt and did not have clinical notes on the surgical intervention. No further information was provided.